Manufacturer narrative:
Qn#(B)(4). The DHR review for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet inc. Kenosha wi facility as part of a 5o pc. Lot in may of 2018. Evaluation of the returned instrument shows that the jaws are loose and misaligned to each other and the jaw pivot pin is slightly recessed into the other diameter of the tube assembly and both jaws have significant scratching/gouges to their outer surfaces signifying that this instrument has been mishandled. We are unable to determine how this instrument was damaged but mishandling at the end users facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the jaws got bent during a single incision laparoscopic cholecystectomy. At that time, something like powder fell from the jaws tip in the patient. To check the tip, the user straightened the bend with pliers to some extent. No harm to the patient was reported so far.